Event description:
It was reported that the stents mispositioned, requiring placement of another stents. The totally occluded target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for treatment. During the procedure, the lesion was pre-dilated with a non-boston scientific balloon catheter. However, during deployment, it was noted that the proximal and distal parts of the stent could not fully expand, resulting in malpositioning. The stent was implanted, and the physician had to use two additional stents to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1:(B)(6).